Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 11nov2024 additional, changed, and/or corrected data: h.11.

Event description:
Healthcare professional reported "rupture." This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported "rupture." This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.